Manufacturer narrative:
Sections with additional information as of 24-mar-2020: h6: updated FDA's method, result, and conclusion codes h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. H10: most likely underlying root cause changed from "mlc-61: improper use / mishandled by end user" to "mlc-62: user had poor technique".

Manufacturer narrative:
(B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-61: improper use / mishandled by end user. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for high blood glucose test results. Friend is calling on behalf of the customer. The customer is concerned with test results obtained of 252 mg/dl. The customer¿s expected fasting blood glucose test result range is 100 - 140 mg/dl, and expected non-fasting blood glucose test result is 154 mg/dl. Customer was not using proper testing technique. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer fasting and produced test result of 217 mg/dl using meter; customer was not satisfied with the result obtained. The product is stored according to specification in the dining room. The test strip lot manufacturer¿s expiration date is 06/27/2021 and open vial date is (B)(6) 2020. The meter memory was reviewed for previous test result history (date/time not set): (B)(6).